Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer was able to clear the alarm and resume insulin delivery. Additionally, it was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the customer successfully reloaded the cartridge to address the event. The customer's blood glucose level was in the 200's mg/dl.